Event description:
The customer contacted (B)(6) to report that, during an extracorporeal photopheresis (ecp) treatment with their cellex photopheresis kit ("kit"), the user observed that the saline line crossed the heparin line during the final phase of photoactivation. The treatment was not completed successfully due to the clots having been observed in the return line. The user immediately stopped the procedure, and there was no blood return to the patient. Following the incident, the physician evaluated the patient and determined that he was doing well and had no complications. The patient was not admitted to a hospital nor was a hospital admission prolonged. The healthcare professional stated there is no relationship between the device and the reported event. No product was returned for evaluation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction clot observed in the return line. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot p142 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot p142 showed no trends. Trends were reviewed for complaint category, clot observed. No trends were detected for this complaint category. An investigation was performed based on the complaint description provided by the customer. The customer reported the anticoagulant and saline lines were incorrectly attached while installing the kit. Section 4-26 of the cellex operators manual for use with software 5.4 states "preparing and hanging saline and anticoagulant solutions. Caution: correct attachment of the saline and anticoagulant bags to the correct fluid spike is essential. Incorrect attachment may lead to clotting in the procedural kit, patient blood loss and a failed treatment." The root cause of the clots observed was most likely due to the operator inadvertently swapping the anticoagulant and saline lines during kit installation. No further action is required at this time. This investigation is now complete. Pqc-002003 jm 09/apr/2026.